Manufacturer narrative:
Details of complaint: on 11/17/2018 customer left a voicemail stating numeric values were different between "all beds" screen and "expanded waveforms" screen. Customer stated patient name, bed name and channel are correct. The patient is on a 3-lead analysis. Customer were viewing the same leads at the same sensitivity on both pages. Nk tech support and nk clinical support contacted customer regarding the issue. It was documented that all bed screen settings and individual bed screen settings were changed by hospital staff. The caller did not know of the change. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: as documented, there was no malfunction observed. The reported issue was caused by settings that were changed by hospital staff. Device was put into service on 5/30/2018. Service history for this device shows no relevant incidents. Investigation conclusion: as documented, there was no malfunction observed. The reported issue was caused by settings that were changed by hospital staff.

Event description:
The nurse reported that the numeric values on the all beds screen is different than on the expanded waveforms screen.

Manufacturer narrative:
Nihon kohden cas was asked to assist in resolving the issue and will follow up with the customer to do so. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the numeric values on the all beds screen is different than on the expanded waveforms screen.